Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the u.s. Analysis is pending.

Event description:
Connection issues associated with the ventricular channel during the implantation procedure; therefore, the device was not implanted. The physician has not watched the lead connection video posted on the company website.